Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported the patient was hospitalized due to a return of parkinson's motor symptoms. It was suspected that the ins was shut off, neurosurgery interrogated the ins, and it had reached end of service (eos). The patient had not seen their neurologist since 2014 because they were doing well and no longer needed parkinson's disease (pd) medications. It was reported to be normal battery depletion, and the patient was scheduled for surgery on (B)(6) 2019. No environmental, external, or patient factors were reported to have led or contributed to the issue. After the battery was replaced, it was noted the patient was now doing well and the issue was resolved. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the patient did not use their patient programmer to check their devices and did not at any point check their implantable neurostimulator status.